Manufacturer narrative:
A device history record (DHR) review was not conducted, pending product return. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is patient/consumer.

Event description:
It was reported that the pump volume had reached 0 millimeters, but the medication bag was completely full and patient reported not having any alarms. No patient injury was reported.

Manufacturer narrative:
H4: correction: device manufacturing date: 09-aug-2021.